Event description:
While investigating a (B)(6) female's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt trunk cable was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test. The hipot test failure was caused by a damaged trunk cable and a defective u713 processor on the distribution node c/a board. The trunk cable was pulled from the strain relief. Pins 42 and 55 on u713 were out of tolerance. The root cause for the defective u713 component could not be positively identified. No adverse event resulted form the defective electrode belt. The patient received a replacement electrode belt.